Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer did not fill cannula after filling the infusion set tubing resulting in an elevated blood glucose of 344 mg/dl. Reportedly, the cartridge and site were changed to address the issue and insulin delivery was resumed.